Event description:
Allegedly per journal article by traina et al, hip int, 2012.22(6): p. 607-14, "risk factors for ceramic liner fracture after total hip arthroplasty" one patient with a procotyl e shell was revised for a ceramic liner fracture. No further details of this patient or revision were reported in the paper.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).